Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that a representative from another company was at the procedure and that this lead was likely discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an apparent fracture in this right ventricular (rv) lead. A possible lead tie down site issue was discussed. The patient had out of range impedance; the shock impedance was less than 10 ohms. It was indicated that noise on this lead caused an inappropriate shock. A revision procedure was performed and the lead was replaced with a different rv lead. No additional adverse patient effects were reported.